Event description:
Patient called to report corneal ulcer. The eye was painful, with redness and photophobia and decreased visual acuity during the acute period. The ulcer has since resolved and the vision is unaffected at this time. Patient did not know the location of the ulcer on the cornea. Contacted the treating physician for additional information. He would not provide information without a signed release. Contacted the patient to request a release but patient has not done so.